Event description:
A customer contacted baxter (B)(4) on (B)(6) 2012 to request assistance ending therapy after initiating fill 1 and receiving 320ml. The home patient (hp) stated she just got out of the hospital for peritonitis and she needs to go back in (reason unknown). The technical service representative (tsr) walked the hp through the ending therapy procedure. On (B)(6) 2012 the home patient's rn (registered nurse) clarified with baxter's (B)(4) the initial information obtained from the home patient. The rn reported: "on an unknown date after the start of pd (peritoneal dialysis), the patient experienced the onset of worsening poor vision. Hospitalization was confirmed ((B)(6) 2012 - (B)(6) 2012) for peritonitis. There was no second admission for peritonitis on (B)(6) 2012. The patient was switched from apd to manual pd for the duration of ip (intraperitoneal) antibiotic therapy. The patient was treated with ancef and resumed apd (automated peritoneal dialysis). The cause of the peritonitis was "self-contamination" of connections due to poor vision. The patient was retrained by the rn. The rn stated that the events were not related to the dianeal solutions, any baxter device, or any baxter disposable part. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An internal investigation is currently underway. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.